Manufacturer narrative:
Product analysis: ¿ as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a plastic bio-pouch, and within an opened echelon-10 inner pouch (b190842). The guidewire used in the event was not returned. ¿ visual inspection/damage location details: no issues were found with the echelon-10 hub upon visual examination. No bends or kinks were found with the echelon-10 catheter body. The echelon-10 distal tip was found to be bent. The characteristic of the bent distal tip is consistent with tip shaping. The distal tip was found to be punctured at the proximal edge of the distal marker band. The outer tubing at the puncture site appears to be damaged, possibly melted. ¿ testing/analysis: the echelon-10 total length was measured to be ~155.9cm, and the useable length was measured to be ~147.6cm which is within specification (specification: 147.0cm ± 1.5cm). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter puncture¿ was confirmed as the echelon-10 distal tip was found punctured. As it appears shaping was conducted with the echelon-10, it is possible the distal tip became damaged, contributing to the guidewire puncture. However, the root cause could not be determined medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting the echelon catheter was punctured by the guidewire at the distal end. There was no friction or difficulty during the insertion of the guidewire. There was no damage observed to the guidewire. It was noted the devices were prepared and the catheter flushed per instructions for use (IFU). The catheter was replaced to continue the procedure. There was no harm or injury to the patient who was undergoing an aneurysm embolization procedure. Vessel tortuosity was normal.